Event description:
Per the surgeon's report, the patient's device was explanted in 2006, due to infection, extrusion and skin flap breakdown. The patient received an implant in the contralateral ear on the same day.

Manufacturer narrative:
This is a final report.